Event description:
It was reported on (B)(6) 2016 that high impedance and an end of service flag were identified during diagnostics of a patient's device. The patient reported that the last time the device was interrogated was multiple years ago. The patient decided to have his vns explanted when he has another epilepsy surgery instead of replacing the vns system. The device was programmed to 0ma on (B)(6) 2016 and will remain off. No surgical intervention has occurred to date.